Event description:
It was reported the patient experienced a loss of therapeutic effect. It was noted the patient had a reprogramming session about 1-2 weeks previous and they were told that ¿two leads were damaged.¿ it was unclear if the reporter was referring to electrodes, rather than leads as the patient¿s system only has one lead. The patient was on program 2 since implant, which was ¿really helping¿ the patient until recently. It was indicated that the patient was switched to program 3 at 4.8v. The patient only felt stimulation ¿initially¿ after the reprogramming session. It was stated ¿it stopped working¿ when the patient started coughing 4-5 days previous to report. Stimulation was the increased up to 10.2v and the patient could still not feel stimulation or get symptom relief. It was further stated that the patient fell ¿a lot¿ and that they fell ¿backwards¿ about one week previous. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3889-28, lot# v088242, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 3889-28, lot# v088242, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that the patient had" been handicapped for 27 years, fell and we had it (ins) replaced."